Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the first reinforced reload only cut halfway and pushed the tissue reinforcing system up the reload. The surgeon had to cut out the surrounding tissue, resulting in unanticipated tissue loss. Additional reloads misfired as well, only making partial cuts and the tissue reinforcing system bunched. The last known patient status is that he/she is okay.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of five reloads. Visual inspection of the cartridge revealed that reload 1 was partially fired to the 3 cm cut line. The reinforcement material was missing from the cartridge and anvil surfaces. It was noted that fragments of buttress material were still attached to the distal cartridge and anvil sutures indicative of proper anchoring. Additionally, the articulation flag was bent. Functional testing could not be performed because the reloads were unable to be loaded due to the bent articulation flag. Visual inspection of the cartridge noted that the reload was fully applied. During functional evaluation, the reload was loaded into a post market vigilance (pmv) instrument. It was observed that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the reload anvil was deformed at the clamping feature. Further functional testing found the reload to cycle without hesitation or binding. Functional testing also confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual inspection of the cartridge revealed that reload 3 was partially fired to the 3 cm cut line. The reinforcement material was missing from the cartridge and anvil surfaces. It was noted that fragments of buttress material were still attached to the distal cartridge and anvil sutures indicative of proper anchoring. Additionally, the articulation flag was bent. Functional testing could not be performed because the reloads were unable to be loaded due to the bent articulation flag. Visual inspection of the cartridge revealed that reload 4 was partially fired to the 4.5 cm cut line. The reinforcement material was missing from the cartridge and anvil surfaces. It was noted that fragments of buttress material were still attached to the distal anvil suture indicative of proper anchoring. Additionally, the articulation flag was bent. Functional testing could not be performed because the reloads were unable to be loaded due to the bent articulation flag. Visual inspection of the cartridge revealed that reload 5 was partially fired to the 3.5 cm cut line. The reinforcement material was missing from the cartridge and anvil surfaces. It was noted that fragments of buttress material were still attached to the distal anvil suture indicative of proper anchoring. Additionally, the articulation flag was bent. Functional testing could not be performed because the reloads were unable to be loaded due to the bent articulation flag. The returned samples as received by medtronic were found to not meet specifications and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending completion of investigation.